Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the heart lead flex was out of electrical specification. After further analysis was performed, it was noted that while manually pressing on a connector while in operation this corrected the failure. After magnified inspection was performed it was noted that there was an open heart flex circuit at the a-ring location. This open circuit prevented proper sensing or pacing on the atrial channel. (B)(4).

Event description:
It was reported the device failed testing on the atrial side using an external pacing tester. The device was returned for repair and calibration. No patient complications were reported as a result of this event.

Event description:
It was reported the device failed testing on the atrial side using an external pacing tester. The device was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.